Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2021.

Event description:
It was reported via social media that perforation and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted. During the procedure, there was difficulty implanting the device and a perforation occurred. The perforation ended up healing on its own; however, at an unknown timepoint, the patient declined and died.